Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.

Event description:
It was reported that the customer was performing their first pump cartridge change and inadvertently performed the load sequence while connected to the site. The customer's blood glucose (bg) was 39 mg/dl. Customer consumed carbohydrates to address low bg and then went to the emergency room (ER). Customer was treated with glucosamine and a glucose saline solution. Low bg resolved and after 11 hours, customer was released from the ER with no injury. Customer went to the day hospital and was assisted with loading a cartridge. Pump system check confirmed the pump was functioning as intended. Customer resumed pump therapy.